Event description:
It was reported by a medical examiner that a vns pt passed away at his house. The pt was found in his bed by his mother. According to the pt's mother, the pt had been seizure free since implant and the treating neurologist stated he reduced the pt's depakote dosage as the pt was doing really well. The medication change occurred about five days prior to the date of death. The vns generator and lead were returned to MFR where the generator is currently under analysis. MFR completed product analysis on the returned lead. Continuity measurements taken between the setscrew and the end of the lead portion attached to the pulse generator ("as received") verified that proper electrical contact between the setscrew and the lead pin was present. The lead coils appear to have been cut/torn at approximately from the end of the connector boot. Other than typical wear and explant related observations, no anomalies were identified within the return lead portion. The autopsy report was not available per medical examiner and is pending toxicology report. Good faith attempts to obtain more info from pt's treating neurologist have been unsuccessful to date.